Event description:
Patient representative reported right side patient diagnosed with breast implant associated-anaplastic large cell (bia-alcl), and pain. Patient representative additionally reported ¿suffering, disability, impairment, disfigurement, inconvenience, loss of enjoyment of life, aggravation or activation of preexisting conditions, scarring¿ not related to the device. The device has been explanted and replaced.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.